Event description:
Customer reported received inaccurate low readings. In blood glucose tests, customer received readings of 158 and 193 mg/dl then dosed with insulin. Customer was on a plane at the time of the dosing and began to experience a high blood glucose state. Paramedics were called and met the airplane upon arrival to the airport. Paramedics received readings of around 403 mg/dl. Customer was treated in the ccu of the hospital for three days.